Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error c-34 is attributed to measurements value for high frequency voltage was too small in on state.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported monopolar energy was not working and error c-34 was observed. Prior to contacting tse, site power cycled generator and replaced monopolar cable and instrument, but issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34 error monopolar) was confirmed and reproduced on generator connected system. The logs showed 25913 c-34 errors. Visual inspection showed that the unit has no significant scratches or dents. The front bezel is in decent condition. C-34 error on start-up and mono coag activation. The generator unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue.